Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported contact force issue was confirmed. When the catheter was connected to the tactisys quartz unit, optical fiber 2 no longer met specifications for optical properties and no contact force was displayed. Further investigation revealed optical fiber 2 was fractured within the deflectable shaft, consistent with the detected optical signal interruption and the reported event. In addition, the log file analysis indicated there was a loss of both optical fiber signal and contact force during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber remains unknown.

Event description:
During the paroxysmal supraventricular tachycardia procedure, optical issues resulted in a procedural delay. When the catheter was inserted into the heart chamber and connected to tactisys and ensite, the contact force value was displayed as "---g" and zero calibration could not be performed. The tactisys power indicator light was flashing red and green alternately. The catheter cable was reconnected to the tactisys, the tactisys was restarted, the tactiflex cable was replaced, and the ensite dws and amplifier were both restarted, all with no resolution. The catheter was replaced which resolved the issue. The procedure was completed with no adverse consequences to the patient.